Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) experienced pairing failures with the ilet, resulting in intermittent communication failure between the cgm and the ilet; the user toggled sensors, restarted the ilet, and re-entered the pairing code, after which glucose readings resumed, indicating an issue isolated to ilet pairing, with the device component implicated as the antenna within the electrical and magnetic subsystem. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.